Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced 3 falls in march most recent (B)(6) 2015, that may have fractured the lead. A chest x-ray did not confirm any fractures. The lead was capped and replaced. No patient symptoms were reported. No additional information was available.